Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 196mg/dl. The customer's most current level was 379mg/dl. The customer's levels had been as high as 547mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was being sent tubing clamp in order to conduct high pressure testing. The customer declined to complete testing and states the pump was now fine.